Event description:
(B)(4) trial. It was reported that the patient died. In november 2012, in stent restenosis of a previously placed stent was noted. The target lesion was located in the proximal segment of saphenous vein graft to distal right coronary artery with 90% in-stent restenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct stent placement using a 3.50x12mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the following day on aspirin, prasugrel and warfarin. In (B)(6) , 2013, the patient died. Per the death certificate, the primary cause of death was congestive heart failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).